Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken tube was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no issues observed. 10 retention samples were subjected to further testing for brittleness; all 10 samples passed and showed no signs of breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for broken tube based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the bottom of the tube was cracked and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6), 2023, the nurse in the physical examination department leaked blood from the bottom of the tube when collecting blood. She randomly changed a blood collection tube to draw blood and reported it to the equipment department.